Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment was confirmed. Visual inspection showed that the tubing was slightly weakened at the top of the silicone pump segment tubing. The weakened section of the tubing measured approximately 0.403 in long. Functional testing resulted in no further bulging of the silicone segment. The root cause was not identified.

Event description:
The customer reported a balloon in silicone segment was found when the nurse received an occlusion alarm while infusing IV fluids.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in silicone segment. There was no report of patient harm.